Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stop events. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by the power module could be indicative of driveline damage. This is supported by the report that the alarms resolved upon replacement of an external portion of the driveline. Superficial damage to the jacket was also confirmed by the onsite abbott representatives; the cause of this damage could not be conclusively be determined. The submitted log file, which contained data from (B)(6) 2021, captured two pump stop events on (B)(6) 2021 with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported on the power module. The submitted x-ray images showed areas of metal shield breakdown, as well as a kink in the driveline. The patient ultimately received a driveline splice on (B)(6) 2021 that the account reported as having successfully resolved the driveline alarms, as the patient remained on a grounded patient cable until discharge with no further issues. Approximately 18¿ of the replaced portion of the driveline was returned for evaluation following an external repair. A thick tape was wrapped around the driveline from approximately 5.5¿ to 8.5¿ from the controller connector, and rescue tape was wrapped around the driveline from 2.5¿ to 12.5¿. Electrical continuity testing of the returned portion of the driveline found the wires to be electrically intact. Upon disassembly, the metal braided shield showed degradation consistent with the duration of use. Microscopic inspection of the underlying wires revealed breaches in the insulation of the orange wire at 2.5¿ from the controller connector and in the brown wire at 15.5¿ from the controller connector. High potential testing found no additional breaches. The pump stop events observed in the submitted log file could have occurred from a short-to-shield event if the exposed conductors of one wire made contact with the metal braided shield on a grounded power source (power module with grounded patient cable or mobile power unit), or from a phase-to-phase short if the exposed conductors of wires from two different phases made direct contact with each other or simultaneous contact with the braided metal shield on an ungrounded power source (external batteries or a power module with an ungrounded patient cable). The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No additional related issues have been reported at this time. Incidental findings: investigation of the of the returned product revealed extensive superficial jacket damage, including a kink. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stop events. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by the power module could be indicative of driveline damage. This is supported by the report that the alarms resolved upon replacement of an external portion of the driveline. Superficial damage to the jacket was also confirmed by the onsite abbott representatives; the cause of this damage could not be conclusively be determined. The submitted log file, which contained data from (B)(6) 2021, captured two pump stop events on (B)(6) 2021 with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported on the power module. The submitted x-ray images showed areas of metal shield breakdown, as well as a kink in the driveline. The patient ultimately received a driveline splice on (B)(6) 2021 that the account reported as having successfully resolved the driveline alarms, as the patient remained on a grounded patient cable until discharge with no further issues. Approximately 18¿ of the replaced portion of the driveline was returned for evaluation following an external repair. A thick tape was wrapped around the driveline from approximately 5.5¿ to 8.5¿ from the controller connector, and rescue tape was wrapped around the driveline from 2.5¿ to 12.5¿. Electrical continuity testing of the returned portion of the driveline found the wires to be electrically intact. Upon disassembly, the metal braided shield showed degradation consistent with the duration of use. Microscopic inspection of the underlying wires revealed breaches in the insulation of the orange wire at 2.5¿ from the controller connector and in the brown wire at 15.5¿ from the controller connector. High potential testing found no additional breaches. The pump stop events observed in the submitted log file could have occurred from a short-to-shield event if the exposed conductors of one wire made contact with the metal braided shield on a grounded power source (power module with grounded patient cable or mobile power unit), or from a phase-to-phase short if the exposed conductors of wires from two different phases made direct contact with each other or simultaneous contact with the braided metal shield on an ungrounded power source (external batteries or a power module with an ungrounded patient cable). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that a log file review was requested. During the analysis of the log file a couple of pump stops were observed while attached to a power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it was recommended to keep the vad connected to battery power until further investigation is completed. The log file also noted no external power alarms while on power module. These appeared to be caused by either the patient cable or the patient disconnecting both leads at once. The x-rays submitted showed some areas that may have some wear and tear. It was reported that a repair was performed on (B)(6) 2021 by engineers and was successful. Performed driveline splice approximately 4" from patients exit site. Some tears in the outer coating but the bionate was intact. Copper shielding was fairly frayed. Upon completion patient was swapped back to ungrounded cable, with no immediate problems, and provided with care instructions. It was reported that the patient was asymptomatic and stable. Patient remained on grounded cable until discharge on (B)(6) 2021 with no further alarms or driveline concerns.